Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389-40, lot# 0204994663, implanted: (B)(6) 2011, product type : lead. Product ID: 3389-40, implanted: (B)(6) 2011, product type: lead. Product ID: neu_unknown_ext, implanted: (B)(6) 2011, product type: extension. Product ID: neu_unknown_ext, implanted: (B)(6) 2011, product type: extension.

Event description:
Information received from a healthcare professional from a clinical study reported via a representative that the patient had a clinical diagnosis of wound healing disturbance on (B)(6) 2016. There was an implantable neurostimulator (ins) replacement. It was noted there was fragment of intracutaneous thread that had remained "inplaced." The suture fragment had to be removed surgically because of local skin irritation. Diagnostics included an abnormal examination that showed visible fragment of the suture (B)(6) 2016. Actions taken involved 2 days of in-patient hospitalization, 2 out patient visits, and a surgical revision where the suture was removed on (B)(6) 2016. The event was reported to be procedure related and the outcome was resolved without sequelae (B)(6) 2016. The patient status was alive-no injury. Additional information received 2 weeks later reported the reason for ins replacement was due to the battery being near end of life. The patient's medical history included being diagnosed with epilepsy since 2000 and having bilateral periventricular heterotopien.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.